Event description:
It was reported that the patient experienced extended hyperglycemia after connecting the insulin cartridge and adapter outside the pump, which led to insulin leaking into the pump¿s cartridge compartment overnight and an empty reservoir upon awakening; the patient later received education to load the cartridge in the pump before attaching the connector and reported understanding. Symptoms included elevated blood glucose up to 350 mg/dl for approximately 12 hours with small trace ketones and no acute complications. Outcomes included return to stable glucose range without hospitalization or professional medical intervention, and use of subcutaneous backup therapy with 12 units of insulin. Investigation included customer interview, use history review, and troubleshooting with user education. Investigation of this case revealed use-related error involving improper cartridge-to-adapter connection outside the pump, consistent with leakage into the pump compartment rather than infusion. It was concluded that the event was related to user technique, the device functioned as designed when used per instructions, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.